Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr) procedure. During procedure, the valve was sized using a dedicated sizer, but there was resistance, and the implantation could not be performed. The size was reduced, and a 23mm sjm regent heart valve w/ flex cuff valve was chosen and inserted. The procedure was completed without any issues, and the patient remained stable postoperatively. The procedure time was extended, but there was no health damage.

Manufacturer narrative:
An event of resistance when parachuting the valve into the annulus. Field indicated that there were no allegations against sizing of the device or on the abbott size. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a.